Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed increased threshold on the right ventricular (rv) lead. A chest x-ray was performed, and lack of lead slack was noted on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.